Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. It also had a scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin pump had line on the display and it started vibrating after it was dropped into the bathtub. The customer disconnected the device and reverted to manual injections. Customer's blood glucose value was 9.7 mmol/l. The insulin pump was replaced and returned for analysis.